Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A patella fracture was revised. On (B)(6) 2020 a patella was fixed with 4.0 cannulated screws and fiber tape suture. There was concern of the bone quality originally. The patient fell and the fixation failed. It was revised with 4.5 cannulated screws and fiber tape.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Event description:
1. It was indicated that there was non-union and failure of fixation. Can you please specify the deficiency of the products? Answer: not specified. The fracture did not heal because of inadequate fixation according to the surgeon. 2. Was the patient experiencing any adverse symptoms that led to the surgery? Answer: non union. 3. Please confirm if the patella was a natural patella or an implant. If the patella is an implant, please provide the product and lot codes. Answer: natural patella.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.